Event description:
T-handle removal tool thread broke off in implant.

Manufacturer narrative:
Evaluation summary: t-handle returned for eval. Confirmed thread was broken off and missing from the returned t-handle.